Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a drop in monitoring voltage from 2.88 in february to 2.59 currently. The device had a monitoring voltage of 2.95 in (B)(6) 2008; therefore, it did not exhibit the shortened replacement window (srw) advisory behavior. Technical services (ts) suggested that if the health care professional (hcp) felt to need to follow the patient more closely, he could follow up monthly. The hcp indicated that they would bring the patient back in 2 months for review. No adverse patient effects were reported. Additional information indicated that this patient has moved and has not been followed by the implanting physician since the device was implanted. Additional information indicated that the device was explanted for normal battery depletion.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.